Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a 6 month device check. The left ventricular lead exhibited loss of capture. Left ventricular lead dislodgement was suspected. Patient will continue to be monitored. No further information was reported.

Event description:
New information states that the left ventricular lead was found to be dislodged. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2018. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.